Manufacturer narrative:
The investigation is completed and there will be no follow-up report. Country of incident: germany.

Event description:
The manufacturer has received information about a potential incident and would like to inform you about it. We were informed that the luisa device displayed the error message "external battery discharged or disconnected" and then stopped ventilating. After the external battery was removed, the device continued to operate without any problems. The manufacturer has not received any information about any harm from patients, users or third parties.